Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The review of the device manufacturing quality record indicates that (B)(4) products biomet bone cement 1x40g, reference 3035890011, lot number a641aj1702 were manufactured on 3 february 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the root cause cannot be determined, pending investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the inner package was open and the powder leaked out. No adverse events have been reported as a result of the malfunction.

Event description:
It was reported that the inner package was found opened and the powder leaked out. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. Reported event could be confirmed as the received photo shows the damaged inner cement pouch. The review of the device manufacturing quality record indicates that 2,951 products biomet bone cement 1x40g, reference (B)(4), lot number a641aj1702 were manufactured on 3 february 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 7 similar complaints (including the current complaint) have been recorded for biomet bone cement 1x40g, reference (B)(4), lot number a641aj1702 on the reported event within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.